Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the right essure device was perforating the uterine fundus in the midline and approximately 2 cm of the device was above the serosal layer of the uterine fundus') in a (B)(6) female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital and discomfort. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), 19 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain/pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia(painful sexual intercourse)") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, ovarian cyst, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2012, (B)(6) 2012 discrepancy noted in hsg date (B)(6) 2012. 4 coils were visible on the right and 3 coils remained on the left. On (B)(6) 2021, a bilateral tubouterine implantation was performed through bilateral corneal uterine incisions. Each fallopian tube was approximately 8 cm after tubouterine implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative. Lot number:958711 manufacturing date:2012/03 expiration date:2015/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2022: medical record received. Case became serious incident because of essure removal. New event uterine perforation, essure removal surgery and removal date were added. Rcc updated a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the right essure device was perforating the uterine fundus in the midline and approximately 2 cm of the device was above the serosal layer of the uterine fundus') in a 33-year-old female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital and discomfort. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), 19 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain/pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia(painful sexual intercourse)") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, ovarian cyst, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2012, (B)(6) 2012 discrepancy noted in hsg date (B)(6) 2012. 4 coils were visible on the right and 3 coils remained on the left. On (B)(6) 2021, a bilateral tubouterine implantation was performed through bilateral corneal uterine incisions. Each fallopian tube was approximately 8 cm after tubouterine implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative. Lot number: 958711, manufacture date: 2012-03, and expiration date: 2015-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-mar-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.